Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis with the protective sheath covering the balloon. Strong resistance was noted when removing the protective sheath. The manufacturing records were reviewed and confirmed there were no reports of non-conforming product. A review of the complaint database was conducted and there were no other complaints received for this product lot number. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the devices performance with regards to the difficulty with removing the protective sheath is most likely related to normal variation found in manufacturing, as the occurrence rates for this size of balloon are within the expected rate in the product risk assessment. The performance of these devices will continue to be monitored. The performance of these devices will continue to be monitored.

Event description:
It was reported that during unpackaging and prior to use in the procedure, the 2.0 x 12 mm mini trek balloon dilatation catheter (bdc) was to be prepared but resistance was met and the protective sheath could not be removed. Hence the physician refused to use the same. There was no patient involvement. No additional information was provided.